Event description:
It was reported that the site fell off and infusion set did not deploy correctly as it was deployed and site fell off due to poor adhesion on (b)(6) 2026. The patient reported a bit of blood and site irritation around site.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380